Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received twenty devices. A tactile and microscopic inspection of the sutures was performed with no abnor malities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open vascular surgery, while suturing on the subcutaneous tissue, the needle was lost from the suture. A new box with a new lot number was used to resolve the issue. There was no patient injury.